Event description:
The junction of the bovie wire and the dolphin was broken. A screw from the dolphin came unscrewed during the procedure causing a 1/2 inch burn to the patient abdomen. The cautery cord that was attached was olympus lot number 314-277.